Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional clarified, right side implant date. And it was implanted, prior to expiration date.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the anterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. No penetrating nick. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional right side rupture and use error due to implantation past device expiration date. Device has been explanted and replaced.

Event description:
Healthcare professional, right side rupture. Device has been explanted and replaced.